Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unspecified date for the treatment of variceal bleeding. During the procedure, after the first deployment of the device, the bands got caught on one another and would not deploy anymore. They attempted to use a second speedband superview super 7 device, but the same issue occurred. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. It was reported that for the first device they took up the slack by cranking the gear and for the second they did a pull-through method (pulling the metal metal string through to tighten the string). There were no patient complications reported as a result of this event. Note: the complainant reported that the physician take up the slack by cranking the gear. However, the instructions for use (IFU) direct the user to "take up slack by pulling proximal end of trip wire on handle unit".

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unspecified date for the treatment of variceal bleeding. During the procedure, after the first deployment of the device, the bands got caught on one another and would not deploy anymore. They attempted to use a second speedband superview super 7 device, but the same issue occurred. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. It was reported that for the first device they took up the slack by cranking the gear and for the second they did a pull-through method (pulling the metal string through to tighten the string). There were no patient complications reported as a result of this event. Note: the complainant reported that the physician take up the slack by cranking the gear. However, the instructions for use (IFU) direct the user to "take up slack by pulling proximal end of trip wire on handle unit". Additional information received on 13jan2022. The procedure date was (B)(6) 2021.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.